Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the leads migrated. An x-ray was taken which showed the leads moved down one vertebral body. A revision took place on (B)(6) 2015, however, the hcp was unable to place leads where they were needed due to anatomy. The hcp decided to remove the entire system, the battery and leads. The issue was not resolved at the time of this report. The indication for use was spinal pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.